Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The de novo and 99% stenosed lesion was located in the severely calcified and severely tortuous right superficial femoral artery (sfa). The 4.0mm x 20mm sterling monorail balloon catheter was advanced to the lesion for treatment and inflated twice to 6atms, the balloon ruptured on the third inflation at 6atms. The balloon catheter was removed from the patient without incident. The procedure was completed successfully with another of the same device. No patient complications were reported. The patient's status was reported as 'good'.